Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he charged his implant on friday and just checked with the patient programmer (pp) and showed the ins battery was almost empty, like it needed to be recharged ¿so I don't know whether it is the programmer or the recharger or the ins.¿ the patient checked with the pp and confirmed the ins battery low. The patient connected with the recharger and confirmed the ins battery low and 8 empty coupling boxes. The patient was unable to move the recharger antenna to another location to try and get better coupling saying it was hard to hold it with his left arm. The patient normally used adhesive discs when he charged. The patient reported that he would try again when he was done with the call. There were no falls or traumas that could be related to the issue. The patient reported that there were no other medical tests and he had not changed his settings, he was on b at 3.50. The patient reported that he normally charged once a week and the last time he charged was (B)(6) 2019. The patient was to charge the ins and take note if anything unexpected occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that nothing out of the ordinary led to the implant depleting in a few days and being almost empty. The patient reported that after discussion with a manufacturer¿s representative (rep), it was decided to see if it happened again. The patient reported that the implant emptied around 5 days currently, down from 6 days and no other actions were taken. No further complications were reported.